Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use it was reported that the patient had a sensation of warmth after recharging. The was a warmth feeling one or two hours after recharging. The feeling continued for 10-12 hours. There were no environmental/external/patient factors that may have led or contributed to the issue. Everything seemed ok, such as impedance values and recharges. The wireless recharger kit was replaced, but there were no issues during recharging. It was unknown if the issue was resolved. No surgical intervention occurred or was planned. The patient was alive with no injury. The issue occurred during normal use.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.